Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.